Manufacturer narrative:
Correction - report type should have been serious injury instead of malfunction in initial report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to hospital due to syncope or near syncope. Upon interrogation, inappropriate atrial mode switch (ams) episodes and far r oversensing was observed on the atrial channel. Programming changes were made. No patient consequences were reported.